Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: neu_recharger_acc, serial# unknown, product type: recharger.

Event description:
A consumer implanted for multiple back operations reported they were having trouble recharging since implant and were only able to get two to four coupling boxes. It was noted that it took ¿forever to recharge,¿ and after four hours the implantable neurostimulator (ins) showed 25%. The consumer further reported that at first the ins was implanted too low and deep so it was moved to their flank/rib area, but when tried recharging a week afterwards they still trouble communicating. It was also noted the consumer had difficulty with the recharging antenna staying in place, and if they had the antenna directly on their skin it became too hot so they had to have a thin material between the antenna and the skin, so spacers were going to be tried. An appointment was scheduled with the healthcare provider (hcp) for (B)(6) 2012, but they wanted to have the device looked at sooner.

Event description:
It was reported that the patient's implantable neurostimulator (ins) was implanted too low and deep and had to be repositioned. If additional information is received, a follow up report will be sent.